Event description:
An aneurx stentgraft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. It was reported that the patient was admitted emergently with an 8cm aneurysm. Further evaluation revealed that the aneurx stent graft migrated approximately 8.5cm from the renal arteries. The patient had another manufacturer¿s cuff that was still in the aortic neck. The physician performed an intervention where an endurant bifurcation 25x13x124 was implanted to resolve the migration and endoleak. The patient was not symptomatic at the time of the procedure. The endoleak was resolved. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4). Evaluation results/ conclusion: inherent risk of procedure (endoleak, migration), lack of information (cause is unknown). (B)(4).